Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient indicated that she had a nondevice related surgery wherein a bovie electrocautery might have been used. The patient will undergo a revision procedure to replace the ipg. The physician did not suspect device malfunction. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and did well postoperatively. The physician did suspect device malfunction due to the possibility that a bovie was used from the patient's nondevice related surgery. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient indicated that she had a nondevice related surgery wherein a bovie electrocautery might have been used. The patient will undergo a revision procedure to replace the ipg. The physician did not suspect device malfunction. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
(B)(4).